Event description:
It was reported that during an unk procedure, after firing the clip, the jaw didn't open. Another device was used to complete the case. There were no adverse consequences to the pt. One device will be returned.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.